Event description:
It was reported that during the preparation of a left pelvic angiogram and tumor embolization treatment, the coating of the subject guidewire peeled off at the middle section. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the preparation of a left pelvic angiogram and tumor embolization treatment, the coating of the subject guidewire peeled off at the middle section. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the tip of the guide wire was noted to have been shaped. The guidewire ptfe was noted to be peeling in multiple areas from the proximal tip to 110.9cm from the proximal end. The core wire distal end was observed through the distal tip dome. The introducer was inspected and no anomaly was noted. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, no anomalies were noted to the device during initial inspection and preparation other than the coating being peeled off the wire, the event was noticed during preparation. Analysis of the returned device found scraping and peeling of the ptfe was most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.